Event description:
It was reported that pump malfunction occurred after exposure to hot temperatures outdoors, and customer saw a ¿high¿ blood glucose reading during the event. There was no reported assistance required from any third party. Customer gave correction injection using multiple daily injections, then contacted technical support, who identified malfunction code 9, provided pump reset instructions, and assisted with resetting pump; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.